Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected to therapy before priming the disposable set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was connected to therapy before priming of the disposable set. This event occurred during priming of peritoneal dialysis therapy. The care giver stated that they got ahead of the setup steps for therapy and connected the patient to the patient line before connecting the supply bags. The technical service representative advised the care giver that they would need to re-setup with a new cassette as the bags were not yet connected. The care giver stated they would re-setup with a new cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.